Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data log showed that the charger was stuck in a pre-charge loop of approximately 320 ma, a limit insufficient to charge the battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of not charging. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been addressed by engineering change development process cdp-(B)(4). Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling to create the pouch on the stomach in a laparoscopic gastric bypass on (B)(6) 2017, completely powered down unexpectedly even if it had plenty of battery life. The status of the indicator lights, handle indicator, adapter indicator and reload indicator were off. The jaws of the device also locked on the tissue and was removed by using manual retraction tool. The doctor needed to use the manual retraction tool after the stapler shut down unexpectedly to resolve the issue in order to complete the case. There was no patient injury. The device is expected to be returned for evaluation.